Manufacturer narrative:
Internal biomérieux investigation was conducted. This investigation was initiated due to (B)(6) strains not detected using vitek® 2 ast-p631 cards on vt2 v7.01 reported by lyon cnr (national reference center of staphylococcus). Fourteen (14) strains were submitted for investigation (internally named s1 to s14). This report is specifically related to strain s6, reported by the customer as a false negative cefoxitin screen (oxsf) result. Evaluation of the manufacturing batch records indicated the referenced product met final qc release criteria and passed initial qc performance testing. Quality systems trend review did not identify the reported discrepancy as a systemic quality issue. Investigational testing activities included: check for the presence of meca / mecc gene using pcr method. Determination of expected cefoxitin result using disk diffusion method [the reference method used for the development of the oxsf test (oxsf01n formulary) in the ast-p631 card]. Determination of the cefoxitin mic (fox) using broth microdilution (bmd) method. Determination of the expected oxacillin (ox) mic using agar dilution [the reference method used for the development of ox formulary (ox101n) in the ast-p631 card]. Perform vitek 2 testing (ast-p631 card) vitek 2 systems software version 7.01 (current version in use at cnr on which the issue was reported) and vitek 2 systems software version 8.01 (to be deployed in france in 2018). Each strain was tested with nine (9) ast-p631 card lots. Results of investigational testing for strain s6 via reference methods are: meca positive and mecc negative by pcr cefoxitin resistant with disk diffusion method (diameter <= 21mm) cefoxitin bmd result (resistant, mic =>8 mg/l) correlates with cefoxitin disk diffusion oxacillin agar dilution (ad) result is mic = 16 mg/l (resistant). Strain s6 is confirmed as (B)(6) by reference methods (meca positive and resistant by both cefoxitin disk diffusion and bmd). Results of vitek 2 ast-p631 testing (vitek 2 systems software version 7.01) are: cefoxitin screen (oxsf) is negative. Ox mic <1 mg/l (susceptible). Graph evaluation shows late growth in the oxsf well that explains the false negative result. The customer results (mssa) were reproduced for strain s6. Results of vitek 2 ast-p631 testing (vitek 2 systems software version 8.01) are: cefoxitin screen (oxsf) is positive. Ox mic = susceptible results for 8/9 card lots tested (mics <=0.25 - 0.5 mg/l). A result of resistant (mic =>4) was obtained for the other card lot. Ofloxacin (ofl) resistant . Genotypic study: each of the fourteen (14) patient strains was "typed" by cnr. A total of six (6) clones were identified within the fourteen (14 ) strains: « lyon » cc8-(B)(6)-IV. « new paediatric » cc5-mrsa-vi (this clone is associated with strain s6) cc5-(B)(6)-IV. Cc8-(B)(6)-v. Cc8-(B)(6)-IV pvl+ USA 300. Cc8-(B)(6)-IV [acme+] danish clone. Following this investigation and to optimize (B)(6) strain detection, a field safety corrective action (fsca-3760) was issued on january 26, 2018 to provide an additional vitek 2 software bioart rule to complement the existing vitek 2 software bioart rule 34. The new bioart rule is triggered by: an ox mic <= 0.25 and 0.5 mg/l combined with a negative result for oxsf and an ofl result of resistant. With both bioart rules activated, under prescribed conditions, the user will be alerted through a comment on the lab report, and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, the user is to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). A performance study was conducted to confirm vitek 2 products used in the detection or mrsa remain within performance claims. The root cause analysis of the non-detection of some (B)(6) isolates by vitek 2 concluded that the following items were ruled out: instrument / optics issue, user error, master formulary changes, manufacturing process changes, media, card lot issue, raw materials, base broth, pouches, shipping issues, shelf life, qc issue, vitek 2 software, densicheck, shift in performance. Two items were identified as contributing factors: strain characteristics (including heterogeneity) / local epidemiology, and the vitek 2 oxsf knowledge base (some strains are on the border between a positive and negative result). The performance study included approximately 280 contemporary staphylococcus aureus isolates, and provided objective evidence that performance for vitek 2 oxacillin (ox101n) / cefoxitin screen (oxsf01n) has not shifted from published performance, and acceptable performance was obtained with both vitek 2 software versions 7.01 and 8.01 oxsf knowledge bases. [It is acknowledged that the vitek 2 software version 8.01 oxsf knowledge base detected some oxsf-positive strains that vitek 2 software version 7.01 did not.] Therefore, although there are some isolates of (B)(6) not detected by vitek 2 oxacillin / cefoxitin screen, there is no evidence to suggest that performance is outside of established performance.

Event description:
A customer from (B)(6) reported a twice negative cefoxitin screen (oxsf) for a staphylococcus aureus strain in association with the vitek® 2 ast-p631 test kit (lot 7310346103). The customer sent the strain to the reference lab to confirm (B)(6). The reference lab tested the strain twice on a different ast-p631 card lot and the result was a positive (B)(6). Alternative methods (phoenix, microscan) detected the strain as (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.